Event description:
It was reported "on (B)(6) 2025, the ICU physician punctured the patient's subclavian vein, and when the puncture was first performed, there was a feeling of stuckness, and continued to operate the retracted the needle, and the catheter was inserted and found to resistance , and then the retracted swg was dislodged along with the catheter, and the insertion could not be completed. The doctor then replaced the central venous catheter with a new one from the same batch and punctured the right femoral vein instead, which went smoothly and completed. This caused the patient to have a second puncture, which increased the patient's pain and risk of infection." The user changed to a new set to resolve the issue. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4) the customer provided two photos for analysis. The complaint of kinked guide wire was able to be confirmed by the photo; however, a complete visual inspection to determine the cause of the damage could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not apply undue force on guidewire to reduce risk of possible breakage". Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "on (B)(6) 2025, the ICU physician punctured the patient's subclavian vein, and when the puncture was first performed, there was a feeling of stuckness, and continued to operate the retracted the needle, and the catheter was inserted and found to resistance , and then the retracted swg was dislodged along with the catheter, and the insertion could not be completed. The doctor then replaced the central venous catheter with a new one from the same batch and punctured the right femoral vein instead, which went smoothly and completed. This caused the patient to have a second puncture, which increased the patient's pain and risk of infection." The user changed to a new set to resolve the issue. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".